Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr results in comparison to an alternate point of care (poc) inr results. Results are as follows: date: (B)(6) 2014, inratio2 inr: 1.8 and 1.6, poc inr: 2.3 and 2.3. Therapeutic range: 1.9-2.2. The time between testing was within minutes. There was no reported adverse patient sequelae. Though requested, there was no additional information provided.